Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found a bubbled dso seal and a scratched lens. Multiple system fault 46828 and one time 42221 error codes were revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. It was determined that the most probable cause was an intermittent failure on the main board. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a red screen error. There was unknown patient involvement.